Event description:
The numbers on the display are fading and customer wanted to know if this was an indication of low batteries. Contact stated that 1/4 of the top of the numbers are fading. A review of the system was conducted over the phone. The review concluded that segments were missing from the meter's display. The contact was asked to return the meter for further evaluation and a replacement meter was privided. The contact was invited to call 24/7 with future questions/concerns.